Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to the device was very old and stopped working. The patient underwent surgery for new device implanted aus. There were no patient complications reported.